Event description:
It was reported that before an unknown procedure, the clamp arm of the device could not be closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.